Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue has been resolved and was due to user error. The patient was helped with their charging techniques.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have been having trouble for almost a month trying to get the paddle in the right place. Pt then stated issue has been happening since they got the implant. Patient stated they used to lay down for 30 minutes and have no trouble with it but now they can't find where to place the paddle. Patient said they went to the healthcare provider last week and the representative was having trouble finding the place and told them to try the belt. Patient mentioned they tried the belt and turning on their side and having the belt on. Patient also tried setting in a chair and recliner and still couldn't find any kind of level. Patient started a charging session of the implanted neurostimulator and was seeing the no device found screen. Patient then started a passive recharge mode and was getting 49 51 69. Patient moved the paddle around and was able to get to the 70s only. Pt removed paddle off body and saw prm 52 . Pt disconnected paddle and saw controller 90% and implant red. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. Additional information was received from the patient (pt). They reported that after they got recent recharger replacement, they are still having issues charging their implant, and with the implant in general. Patient stated they were not able to charge for a while as they had a death in the family, but they were able to go through passive recharge mode to eventually get the implant charged to 30%. Patient confirmed they eventually saw they got to 73 as a high on passive recharge screen, but then saw a possible error that popped up then went away fast. Patient stated they used to be able to charge laying on their back, but now they have to sit in a specific chair with their arm up in the air, and even then they can only get to charging quality good. Patient mentioned they went to see multiple mdt reps, but was not able to resolve the issue. Patient confirmed they are able to use their stimulation and the cont roller, but implant battery has not gone down past 30% despite using stimulation. Patient confirmed they have no issues charging the controller to 100%. Patient started a charging session on the call, and reported poor recharge quality. Patient declared no physical damage to the recharger, and agent confirmed they are using the replacement recharger. Patient then mentioned that their implant site is sore. They can feel their implant sticking out, and it felt swollen and hurts to lay on. Patient mentioned they have an appointment with their hcp this thursday at 9:30 am. An email was sent to local reps for visibility. The issue was not resolved. Patient was redirected to hcp to have implant site looked at. Patient provided updated address and phone number. An email was sent to prs to update records on file.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6)product type recharger b3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.